Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that the patient recharged every day for 15 minutes; however, they had never gotten their device to 100% since implant. No symptoms were reported. No further patient complications have been reported as a result of this event. Omitted information pertaining to (B)(4) - ins turned off.